Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of suspected device thrombosis and elevated ldh could not be confirmed through this evaluation. Also, a direct correlation between heartmate ii lvas and the reported events, as well as a specific cause for the patient¿s infection could not conclusively be established through this evaluation. The account communicated that the patient presented on (B)(6) 2019 with elevated ldh, shortness of breath, dyspnea on exertion, and leg edema with concerns for pump thrombosis. The patient¿s ldh at admission was elevated. The patient was not on aspirin due to a prior gi bleed captured under MFR# 2916596-2019-05163. The patient was diuresed and started on antibiotics for suspected pneumonia as well as a heparin drip and worked up for transplant/pump exchange. The patient¿s driveline was also cultured for reported drainage on admission that resolved with diuresis-ngdt. The patient was started on blood thinners and heparin drip was stopped after the patient achieved a therapeutic inr. The patient was discharged on (B)(6) 2019. The submitted log file captured multiple periods of elevated pump power. Corresponding elevations in calculated flow were recorded during power elevation events. Pump power also appears to trend slightly upward throughout the log file. No atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. Based on complaint history, elevations in power and flow, coupled with elevated ldh could be indicative of potential device thrombosis; however, a specific cause for the events cannot be conclusively determined as the patient remains ongoing on vad support. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and how to respond to such events. The hmii IFU also provides an explanation of all pump parameters (including pump power), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Care instructions for preventing infection are outlined in various sections of this document and the hmii patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with acute onset shortness of breath, dyspnea on exertion and leg edema and increased heart failure symptoms and suspected pump thrombosis and initiated on heparin. The patient¿s international normalized ratio (inr) was supratherapeutic therefore had to hold dose for two days and reduce to 0.5mg from 3 mgs. Lactate dehydrogenase (ldh) on admission was 1199 u/l. Inr was 1.2, nt pro brain natriuretic peptide (bnp) greater then 5000, cr up to 1.8. The patient was started on ceftriaxone and dxy for suspected pulmonary inflammation and started on heparin. The patient had a history of moderate aortic insufficiency. Log files revealed no unusual events and equipment operating as intended. Heparin drip stopped after inr therapeutic for more than 24 hours. Workup was completed for possible transplant/exchange workup. Persantine was added to regimen. On (B)(6) 2019, creatine on admission was 1.96 lower then peaked at 2.1 and down to 1.7 on day of discharge. No speed changes made on 07oct2019 echocardiogram. Discharge guideline-directed medical therapy (gdmt) isordil 20 tid, hydralazine 37.5mg tid, lasix 40mg daily, added coreg 6.25 mg bid 10/14 (home dose 12.5 mg bid) for maps 90s. Amiodarone was dropped to 200 mg daily. Driveline cultured for reported drainage on admission that resolved with diuresis-ngtd. Started on protonix this admission given that we restarted aspirin and are discharging patient on persantine as well. The patient consented to trojan c. Patient received hepatitis a, hepatitis b and zoster vaccine as ip. Inr 3.1 on day of discharge, discharged on 4mg coumadin with first inr check. The patient was scheduled to follow up in 1 to 2 weeks in lvad clinic depending on decision. Persantine discharged with 60 tablets. Ldh is now 434 u/l. Additional information reported that the patient¿s inr goal is 2 to 3. Etiology of heartfailure is ischemic. No additional information was provided.